Event description:
Boston scientific received information that a new device and this patient¿s existing right atrial lead exhibited a low out of range pacing impedance measurement of less than 200 ohms when they were connected together during an implant procedure. An insulation breach involving the lead is suspected but was not confirmed and the patient was sent home. The system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated, should further information be provided.

Manufacturer narrative:
Despite multiple attempts, no further information concerning this event was made available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.